Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to bad cable . Additional evaluation findings include the following: rubber parts on rear cover packing was peeled, there were kinks on cable near camera head connector, metal pins on video scope connector had deep scratches and were worn out. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
The customer reported to olympus that there was a scope communication error code e224 while using the camera head. The issue occurred during preparation for use, and the therapeutic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: faded label on the rear cover. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty cable, it was disconnected due to a kink on the cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.